Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation that the flex video scope had foreign material in the nozzle/auxiliary water channel. There were no reports of patient harm.

Manufacturer narrative:
Correction to e1 of the initial medwatch. The information was inadvertently filled out and should reflect olympus. Correction to h6 component code of the initial medwatch. Component code 525 - tube should have been selected with 3092 - nozzle this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacturer confirmed the reprocessing was implemented in alignment with the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The subject event can be detected and prevented by implementation in accordance with the below instructions for use. Instructions for pcf-h170l/I series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for pcf-h170l/I series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.